Event description:
A consumer reported that following intraocular lens (iol) implant surgery, her vision "kept changing" and that she was given a stronger prescription for glasses for distance and reading. She reported that her vision is not as good as she was told it would be. In a follow-up, the surgeon reported that the device did not cause/contribute to the event and that the pt's astigmatism was corrected by the iol (performed as expected). The surgeon stated that the pt had residual myopia which increased by -0.25 d over a six month period which the surgeon felt was due to the pt's preoperative use of contact lens. Event has resolved with new glasses. Posterior capsule opacification (pco) was noted.

Manufacturer narrative:
The product was not returned for analysis, the device remains implanted. Results from the product history record review indicated, the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 10/29/2010 by fax and mail. A completed questionnaire was received on 11/05/2010. (B)(4).